Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a transmitter failed error occurred. No additional event or patient information is available. Product has been received for evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.